Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: patient was discharged from the ICU after 4 days. She has also been discharged from the hospital. All is well with the patient. What was the surgical procedure? Bypass gastroplasty in which anatomical structure was the device used? Gastro/entero and entero/entero stapling what device was the cartridge used with? (B)(4). Where are the problems with staple formation throughout the procedure? Bleeding at the staple line. Was bleeding identified intraoperatively, if so, how was it treated? Post operative. What was the estimated blood loss and were any blood products administered? N/a. Any scans done to confirm the bleeding site? N/a. Is any additional medical or surgical intervention necessary? Transfer to ICU. The patient has already been discharged from the ICU and hospital. All ok with the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the patient presented with bleeding on stapling with the gst45w reloads. Surgery was not delayed, and the patient needed to go to the ICU.